Event description:
Complaint entered one day later due to issues with salesforce. Salesforce is not accepting canada region. Complaint has to be entered under us region. This is a canada complaint. Consumer reported no insulin flow when priming. Lot: 2342156. Catalog: 320555. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country), e1 (country type & country), and h6 (component codes, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as broken/bent npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.